Event description:
It was reported that the patient was experiencing shortness of breath and fever. The patient was admitted and was diagnosed with aspiration pneumonia. The patient was released a few days after and was doing well.